Event description:
It was reported that the patient had six sutures placed after implant. The sutures were removed on (B)(6) 2013 and wound had no signs of infection. The patient left on a trip on (B)(6) 2013 and the wound reopened on (B)(6) 2013. The patient ¿lost quite a bit of blood¿ and was taken to the emergency room (ER). The wound was ¿resutured¿ with ten sutures. The patient was placed on an antibiotic, ¿septra ds,¿ and it was stated that a ¿hematoma formed during the procedure.¿ the patient returned on (B)(6) 2013 and followed up with her primary health care provider (hcp) on (B)(6) 2013. The patient was cleaning and dressing the wound every day. The patient continued on her original antibiotic and was also given ¿cephalexin.¿ the patient¿s hcp wanted to keep the sutures in for ¿as long as possible.¿ the patient had already lost three sutures and the incision looked red, indurated, and warm. The reporter thought it had nothing to do with the device. It was reported that a hcp in the e.r. Stated it was from ¿a hematoma from the procedure. The patient was on plavix and if it was full and it filled up like a balloon once the sutures were removed.¿ the patient had wound dehiscence after the implant and the sutures were removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v855059, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that unit continues to function well. It was noted that the wound opened up due to pressure from traveling more than 10 hours, was re-sutured, healed well, and the unit was still in place. The patient did not require hospitalization and the patient outcome was noted as no injury.